Event description:
Reportedly, the ventricular lead was fractured. The device was replaced and was returned for investigation.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the ventricular lead was fractured. The device was replaced and was returned for investigation.